Manufacturer narrative:
D10 ¿ product received on: 13may2020. Investigation evaluation: a customer at (B)(6) (france) informed cook that on (B)(6) 2019, the metal stiffener in an ultrathane mac-loc locking loop multipurpose drainage catheter would not advance during a procedure and was also difficult to remove. They initially reported that the metal stiffener did not slide well into the drain twice, and then was difficult to remove from the catheter, so they had to remove everything. The patient did not experience adverse effects. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The customer returned one catheter and one metal stiffener. The hub has been cut off and the suture was removed by the customer. There is biological matter throughout the stiffener and catheter. The catheter is discolored in the distal end, indicating that it had been in place in the patient for an extended period of time. The metal cannula was inserted into catheter and met resistance at the pigtail but was able to be fully advanced. The stylet advances through the cannula without resistance. The cannula was removed with slight resistance. The catheter was cut at the point of resistance to obtain an inner diameter measurement. The catheter inner diameter measures within specification. The metal cannula outer diameter measures within specification. The white collar is slightly out of round, likely due to use-related damage. Additionally, a document based investigation evaluation was performed. There are appropriate controls in place to inspect the catheter and stiffener assembly. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture." A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots found nonconformances potentially related to the failure. However, all nonconforming devices were scrapped prior to further processing. A database search found no additional complaints on the complaint lot number. Based on the device failure analysis and device history record review, there is no evidence the complaint device was nonconforming. There is no evidence of nonconforming material in house or in the field. The device failure analysis showed the cannula outer diameters and catheter inner diameters measured within specification. Based on the information provided, the examination of returned product and the results of the investigation, it was concluded that a component failure without design or manufacturing deficiency contributed to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of a ultrathane mac-loc locking loop multipurpose drainage catheter for a drainage procedure. During the procedure, the metal stiffener "didn't slide well into the drain (twice)". The metal stiffener was "hanging" during advancement and then it was difficult to remove. Due to this, the entire device was removed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.